Event description:
Pdc received a call on (B)(6) 2014 reporting a medical intervention that occurred on (B)(6) 2014 at 7pm. Pt(mt) was found unconscious, slouched over a couch by a home care person. The reading on the prodigy meter at the time of the event was 182mg/dl. Paramedics were call approx 5 minutes after testing was performed with the prodigy meter. Upon their arrival, paramedics performed a glucose test using their meter with a result of 25mg/dl. Approx 10-15 minutes passed between testing with the prodigy meter and paramedic's meter. IV was administered by paramedics before transporting pt to ER. Pt was administered a glucose liquid to drink and ice cream at ER. Pt's glucose reading upon discharge from ER was 162mg/dl. Pt's total stay in ER was 3 hours. Pdc sent replacement and prepaid envelope requesting return of suspect device.

Manufacturer narrative:
.

Event description:
This is a follow-up report to initial report# 3008789114-2014-00020 to submit investigation results from manufacturer of the suspect system and to close out case. The following are results from manufacturer ((B)(4)): meter was tested by ok biotech their results were: full function test: ok. Results: meter is ok.